Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and unable to recover. A field service engineer replaced the latch piece and the plunger to resolve the issue. The system functioned as intended after the field service engineer repaired the device.